Event description:
On (B)(6) 2008, this pt was implanted with two gore excluder aaa endoprosthesis aortic extender components for temporary treatment of a pseudoaneurysm caused by an aortoesophageal fistula. It was reported these devices would be removed at a later time to be replaced with a surgical graft. The two aortic extender components were implanted axillary to the femoral arteries side to bypass the descending aorta. The pt tolerated the procedure. On (B)(6) 2010, a left axillofemoral bypass was performed, and the aortic extender component implanted on the pt's left side (lot number unk) was explanted. The aortic extender component implanted on the pt's right side was left in the pt. The entire descending aorta was replaced with a gore surgical graft, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, the aortic extender component is intended for proximal extension of the leading end of the trunk-ipsilateral leg component. As the two aortic extender components were implanted in the femoral arteries, these devices were used outside of instructions for use. Additional device implanted and involved in this event: (B)(4).